Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred during basal and bolus delivery. Reportedly, the customer was using apidra insulin within the cartridges. Supply changes were performed to address the occlusion alarms and the alarms continued. Customer's blood glucose level was in the 300-400 mg/dl range. Reportedly, the customer reverted to manual injections for insulin therapy.